Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error 41786. Functional testing confirmed the customer reported issue. The investigation determined that the printed wire assembly (pwa) was defective. The pwa was replaced.

Event description:
It was reported that the pump alarmed, "system fault 41,786," and, "0 0 0 4¿ appeared. It was also stated that this device was recently acquired, and it was commissioned on first of (B)(6) 2024 and that the device has never been clinically used. There was no patient involvement.